Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the configuration file was corrupted. The configuration file was reloaded. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported the image acquisition system (ias) was stuck booting and not connecting. The site attempted to go into remote desktop which showed a configuration file error, and the application would not open. The procedure was aborted and rescheduled. This issue occurred perioperatively after anesthesia was administered. After there was no reported impact on patient outcome.